Event description:
Complainant alleged that during a routine shift check by a clinician, the device's key switch would not turn to allow user to operate the unit in manual mode. The complainant indicated that there was no pt involvement in the reported failure.